Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate and static. Additionally, it was reported that resistance was experienced during the fill process. Reportedly, the issue resolved and the customer successfully filled the cartridge. Customer¿s blood glucose level was 93 mg/dl.